Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the therapy being off already was unknown. The reps should unpack patient caller [msk]. They called the patient. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on monday they were bending over to clean the cat's litter box and felt a jolt and when they went to straighten up they felt pain above the buttock on the left side that remains. They have been taking tylenol and ibuprofen every 2 hours and putting ice on it. The pain is there all day and they are not sure if it is their lower back or if the device has shifted and is causing the pain. The caller has not had any recent falls or trauma and has gained about 30 lbs, but have been stable at that weight for a while now. Helped caller connect to implant and caller was surprised to see that their therapy had already been off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Upon further review, the caller noted that they cannot roll over and it's hard to walk due to this pain, once they get walking they can keep going, but the pain is still there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.